Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2014-23394; 1627487-2014-23395. It was reported the patient experienced auto-reducing. Reprogramming was unable to resolve the issue. Diagnostic testing revealed multiple invalid and low impedance readings. Follow-up information revealed the patient will undergo surgical intervention as the next course of action.